Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that power port 2 on the connector became loose, until it eventually fell out. Patient reported to staff the port started getting loose "a while ago". The controller was removed from service. The patient tolerated the exchange without any issue.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as a result of power source port two (2) found loose and unattached from the controller housing. In addition, the o-ring was found displaced from the controller housing in power source port one (1) connector. Loose connectors and displaced o-rings are currently being investigated. The confirmed malfunctions are related to the reported event. A possible root cause of the loose connector and displaced o-ring may be attributed to a shift in the manufacturing process; however, these are being investigated heartware has opened an internal investigation to address this issue heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.